Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the m-31 errors. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu energized and cauterized all ports and recognized instruments. The complaint was not confirmed based on the failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer was getting c-00 and m-31 faults on the integrated electrosurgical unit (iesu) while using handheld instruments. The customer stated that they replaced the instrument and power cycled the iesu, but faults persisted. The customer was continuing without troubleshooting further. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer had to bring in an additional generator from another room.